Event description:
This polaris adjustable pressure valve was implanted to a pt in 2003. The neurosurgeon found the valve hard to adjust before implantation. After implantation, he tried to adjust the pressure of the valve, in vain. He replaced the valve in 2005.